Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won¿t power up) was isolated to a shorted computer/analog board and an open fuse. The root cause for the shorted ca board and open fuse could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power on.